Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user informed that the patient arrival information from meditech adt was inconsistently reflected, with some patients appearing immediately while others only became visible at their scheduled appointment time despite earlier arrival messages. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.